Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. The complaint for valve deployed too atrial was confirmed with objective evidence via imaging evaluation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The imaging review confirmed the malposition, rocking, and pvl, indicating that the root cause of the malposition was likely due to lack of posterior and posteroseptal leaflet capture as well as suboptimal depth. As such, available information suggests that procedural factors had likely contributed to the valve malposition event. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. After internal review of procedural tee, there was evidence of the 56 mm evoque valve deployed too atrial. The evoque valve appeared canted and unstable, positioned high on the postero-septal aspects, > 10 mm. There was significant rocking of the lateral aspect. There was qualitatively severe posterior/septal pvl. The transvalvular tr appeared qualitatively moderate.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report from portugal- edwards received notification of a 56mm evoque procedure where during the procedure, the valve dropped postero-septal. The procedure began with appropriate positioning, trajectory, and hinge point contact. During anchor spin, leaflet capture was confirmed, but leaflet pinning occurred initially in anterior anchors. This was resolved with some maneuvers. There were some doubts regarding posterolateral anchors, but pinning status was clarified and confirmed using 2d imaging on mid rv inflow/outflow and tgax views. Prior to final valve release, the anchors were at the hinge points of the annulus. The valve expanded evenly and as expected during ventricular and atrial expansion stages. Despite even expansion of the valve, there was post deployment malposition with postero-septal drop (approximately 10 mm) which led to a severe, eccentric postero-septal pvl. The most likely root cause was pinned leaflets involving 2-3 posterior/postero-septal anchors (12, 1, and 2 o' clock), accompanied by rocking motion. The patient remained stable post-procedure with good rv function. On post-operative day 1, the valve tilted more atrial and the patient went for cardiac surgery to have the valve removed. Patient is now stable and recovering from surgery.